Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the inspiratory flow module printed circuit board. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during servicing, a 980 ventilator safety valve failed to open during the leak test portion of the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The inspiratory flow module printed circuit board was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.